Event description:
The facility reports while moving the pt from the bed to the commode, the sling holding them ripped and became detached. The pt lost support to right side, and fell. The pt was taken back to bed, but complained of pain the next day and was sent for an x-ray. The pt was examined by a medical practitioner who found the pt had fractured the hip.